Event description:
A report was received that the patient had a device related urinary incontinence that was resolved when the patient turned off the scs system for some period of time. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2316-50, serial #:(B)(4), description: infinion 1x16 perc lead kit-50cm; model #:sc-3400-30, serial #:(B)(4), description: infinion splitter 2x8 kit(30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.